Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism); deformation problem; related to operational context (no abnormalities noted removing the device from the hoop and/or during preparation of the device prior to use. Event most likely procedural related). Evaluation conclusion: known inherent risk of procedure (stent embolism); operational context caused or contributed to the event (no abnormalities noted removing the device from the hoop and/or during preparation of the device prior to use. Event most likely procedural related). (B)(4).

Event description:
The physician intended to use a resolute integrity 2.50 x 14 mm rx drug eluting stent. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. It was reported that the stent was dislodged from the balloon while inserting the device into the guide catheter. It was reported that the stent was not found and was probably stuck in the guide catheter. It was confirmed that the stent was not found in the patient. The guide catheter was discarded. There were no patient complications reported. Another stent was used to complete the procedure. Device evaluation: the hypotube was kinked at 2cm, 13cm, 17cm, 53cm and 70cm distal to the start of the strain relief. The stent was not present on the returned delivery system. The distal tip was stubbed and slightly damaged. Crimp impressions were evident on the balloon.